Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that the aligners do not cover their teeth entirely and has made their back molars to shift. Their bite is now off.

Manufacturer narrative:
Additional information received: lor received: patient was examined by their dentist, their complaint to the dentist was sensitive on the top of #30 or #31. Dentist recommended no treatment needed, leave aligners off for a couple of days then take the new impression so the tooth can settle.